Event description:
It was reported to boston scientific that a solyx single incision sling system was used during a procedure. The patient age was reported to be over 18 years.according to the complainant, after the first side of the sling had been implanted, the tip of the delivery device bent. A second delivery device from another solyx kit was used to complete the implantation of the first mesh.the procedure was completed with no complications and the patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
(B)(4).the complainant reported that the device was not used past the expiration date.